Event description:
The reporter stated that she had a meter to lab comparison, about an hour apart, fasting. Her meter reading was 131 mg/dl, and the lab result was 213 mg/dl. The reporter did not have any symptoms, and no harm was alleged.